Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. A device history record review was unable to be completed as the lot number is unknown. As part of the manufacturing process 100% of the units undergo a leak and flow test.

Manufacturer narrative:
Additional FDA product codes include: dqo- catheter, intravascular, diagnostic dqe- catheter, oximeter, fiberoptic kra- catheter, continuous flush dqk- computer, diagnostic, programmable drs- transducer, blood-pressure, extravascular dsb plethysmograph, impedance dxn- system, measurement, blood-pressure, non-invasive qaq- adjunctive predictive cardiovascular indicator the device will not be returned for evaluation. However, a supplemental report will be forthcoming when the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported in medwatch form 5183642 that during use of the swan-ganz catheter, during a catheter replacement procedure, the staff noticed blood leaking from one of the ports and identified a crack in the tubing. The catheter was clamped and removed. The patient underwent an additional procedure to replace the heart monitoring catheter. There was no allegation of patient injury. The device is not available for return. No further information is available as no contact information was provided in the medwatch form.